Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the top assembly on the universal stand was bent enough to cause the ventilator to not be level when mounted on the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to confirm the part number for the top platform assembly for the v60 universal stand as the top assembly on the universal stand was bent enough to cause the ventilator to not be level when mounted on the stand. The customer provided the part number of the top platform assembly to the remote service engineer (rse); although the part number was correct, the part was showing as no longer available with 0 stock and no list price. The rse informed the customer that if the stand is upgraded, the replacement feet would be needed for the v60 to seat into the stand properly. This investigation is ongoing.